Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box data and alarm history revealed multiple (B)(4) call service alarms had occurred. During investigation, the pump alarmed with a call service (B)(4) at power up. The call service (B)(4) failure was written to the black box as a call service (B)(4) failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.